Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device does not pass the leak test.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Leak testing was also performed and the sample failed the leak test. Based on the investigation performed, the reported complaint was confirmed. It was determined that the sample was leaking due to poor welding. A CAPA was opened to address this issue. The lot number is unknown; therefore, it is not known if the sample was manufactured before or after the corrective action was taken.

Event description:
The customer alleges that the device does not pass the leak test.